Event description:
It was reported by the o.r. Specialist that the patient underwent a prophylactic battery replacement on (B)(6) 2016 and was found to have high lead impedance during the pre-surgical workup. The generator was replaced, but the lead was not replaced on (B)(6) 2016 per the surgeon. It was noted the patient would be seen within the next few weeks for the lead revision. All of the patient's output currents were programmed off due to the high impedance. It was later reported that dcdc = 7 was observed on the m102 before replacement, and then high impedance greater than 10,000 ohms was observed on the m106 after replacement. It was also reported the patient was referred for generator replacement due to battery depletion. The m102 was discarded after surgery. An implant card for the lead replacement was later received showing the lead was replaced due to lead discontinuity and it was noted the generator was already replaced. The lead replacement occurred on (B)(6) 2016. Once the lead was replaced, the impedance was ok at 1827 ohms, which is within normal limits. The explanted lead was also discarded after surgery.